Event description:
Affiliate reported that a crack was found on the proximal luner lock area. Additionally, during the procedure of connecting the icp, air bubbles was also found in the tubing.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.